Event description:
The reporter stated that an expired device was implanted. The customer did not check the expiration date on the device prior to use in a procedure to place a ventriculoperitoneal shunt. The error was noticed after surgery was completed. The device remains implanted. The outcome of the procedure to date is satisfactory.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based upon the reported info.